Manufacturer narrative:
The customer reported that prior to a patient procedure, the patient was instructed to maneuver into position on the table. As the patient attempted to move into position, he rolled off of the table. The patient cut his left hand on the gear track that was located on the floor. A philips complaint investigator (ci) spoke directly to the customer to confirm that the patient had cut their hand requiring stitches. The patient¿s procedure was successfully completed later that day; therefore, no radiopharmaceutical reinjection was necessary. The philips field service engineer (fse) was not contacted as the customer determined there was no system malfunction. The ci spoke to the customer to confirm the issue. The technologist had instructed the patient to maneuver on the table to the left for better positioning for the camera. Upon doing so, the patient moved too far to the left and rolled off the table. The patient obtained a laceration to the left hand, palm side, at the base of the little finger from the gear track located on the floor. The patient was taken to the emergency department for evaluation. The emergency department administered 10 nylon stitches to the patient with lidocaine. The patient received an x-ray of their left hand which determined there was no fractures; however, a soft tissue injury was present. The patient was provided a splint stabilizer to prevent finger movement (not the thumb) and then the splint stabilizer was dressed with a bandage. The patient was given an antibiotic to take for 10 days and instructed to follow up with his primary physician. After a week, the patient contacted the customer and stated that the stitches had been removed and he was released to return back to work. There was no further medical treatment given to the patient. No correction was required on the CT system, as there was no system malfunction. The system is working as specified. The system is in clinical use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that prior to a patient procedure, the patient was instructed to maneuver into position on the table. As the patient attempted to move into position, he rolled off the table. The patient cut his left hand on the gear track that was located on the floor. The patient was taken to the emergency department and received medical attention, where 10 stitches and a hand stabilizer were administered.